Event description:
It was reported to tyco healthcare/kendall on 4/17/2007 that the customer had a prod problem with an argyle thoracic catheter. The customer alleges that the nurse practioner attempted to remove a chest tube that was placed during an abdominal aortic aneurysm repair in the or. During the removal of the thoracic catheter, the tube broke and a 3 inch portion of the tube remained in the pt. The pt returned to the or ten days later for removal of the tube.

Manufacturer narrative:
A detailed investigation is currently underway, results will be forwarded upon completion.